Manufacturer narrative:
Conclusion: the clinical observation of valve dislodgement does not indicate a potential manufacturing issue. A root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system (dcs). Dislodgement complaints are typically the result of tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and a number of others, however, are typically not related to a device malfunction.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the first valve was implanted successfully. Due to the patient¿s large annulus, the physician planned to deploy an additional non-medtronic valve in an attempt to anchor the first valve. When the second valve was deployed, the first valve moved from the annulus and into the sinus of valsalva. Another non-medtronic valve was deployed in an attempt to make the inflow longer to reach the annulus plane. This valve failed to stabilize the valves and moved into the sinus of valsalva (sov). A fourth valve (medtronic valve) was then implanted. This valve also moved into the sinus of valsalva. All four valves remain implanted in the sinus of valsalva (sov) and the sino tubular junction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.